Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blood glucose values of around 41-500 mg/dl. Reportedly, customer's blood glucose was dropping and she couldn't keep it up and then it's high and now it wont go down. No symptoms and treatment of blood glucose levels were reported. Troubleshoot was declined. The insulin pump will not be returned for analysis.